Event description:
It was reported that the patient presented in-clinic for follow up. The device was post-sensed t-wave oversensing. Programming changes were made. The patient was asymptomatic and well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.